Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. This report mailed in to FDA on: 02/07/2008.

Event description:
This complaint was initiated from literature in the ophthalmic communications society, inc. Volume 25 (7). October/november 2005. Pp 942-943. The article states a few seconds after starting the silicone oil injection into the posterior chamber at 50 mmhg, the glass syringe containing the silicone oil exploded. The customer was using centistoke silicone oil (adato sil-ol-5000) 10 ml glass syringe manufactured by bausch & lomb inc, rochester ny with the viscous fluid injection pak (alcon manufactured) and the alcon opthalmic surgical system. No injuries to the pt or personnel in the operating room occurred. Multiple attempts made to contact the surgeon/author of the article with no response. Bausch and lomb was contacted and advised of the article.